Manufacturer narrative:
The unit was received with a blank display due to moisture damage on the motherboard. The self-test, operating currents, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test, and excessive no delivery test were unable to be performed due to a blank display. The unexpected numbers scrolling and hot pump/battery were unable to be verified due to a blank display. The watchdog alarm anomaly was unable to be confirmed due to a blank display. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked belt clip slot, and a cracked case.

Event description:
The customer called to report a high-pitched buzzing noise coming from the insulin pump. The customer removed the device from his pocket and found a blank display. The customer took the batteries out and left it on his dresser overnight; when he woke up next morning he put the batteries back in and the numbers counted up, it reset the time and date, and the device was very hot because the battery was hot. The customer's blood glucose reading was unknown; customer treated with manual injections. The customer reported damage to the insulin pump on the right side of display on the casing. Customer stated he may have bumped the device. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced, and to return his device back for analysis.